Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms and a motor error alarm. Customer's blood glucose was 237 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Insulin pump was replaced and customer continued to receive no delivery alarms. It was found that customer was changing infusion set, but reusing reservoirs due to running out. Reservoirs would be replaced.